Manufacturer narrative:
The customer reported problem was confirmed. Serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
Customer reports their 8110 was failing preventive maintenance for pressure reasons. It was reported there was no patient involvement.

Event description:
Customer reports their 8110 was failing preventive maintenance for pressure reasons. It was reported there was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting with the customer over the phone and confirmed customer reports their 8110 failing preventative maintenance for pressure reasons. Technical support: pressure sensor: 1. Recommended customer replace pressure sensor board. 2. Provided part number. 3. Customer will order part and replace in house. 4. Ended call serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: pressure sensor: 1. Recommended customer replace pressure sensor board. 2. Provided part number. 3. Customer will order part and replace in house. 4. Ended call. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Manufacturer narrative:
Technical support performed troubleshooting with the customer over the phone and confirmed customer reports their 8110 failing preventative maintenance for pressure reasons. Technical support: pressure sensor: 1. Recommended customer replace pressure sensor board. 2. Provided part number. 3. Customer will order part and replace in house. 4. Ended call. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: pressure sensor: 1. Recommended customer replace pressure sensor board. 2. Provided part number. 3. Customer will order part and replace in house. 4. Ended call. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
Customer reports their 8110 was failing preventive maintenance for pressure reasons. It was reported there was no patient involvement.